Manufacturer narrative:
The reported event for low pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead exhibited low pacing impedance. The lead was not used and replaced. The patient was in stable condition.